Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. The entire system was replaced with a competitors device and leads. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.